Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons were not responsive as they were originally, like when some buttons were pressed, it would not respond to the command and a 2nd press was needed before it did something, issue happens randomly on some random buttons. The insulin pump had battery life seems to be running shorter. Customer received calibration not accepted and change sensor alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.